Manufacturer narrative:
(B)(4) - trocar sleeve difficult to remove. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and a drain was placed. Prior to placing the drain, the surgeon was not able to remove the blue trocar protector cap in a sterile field. No adverse pt consequences were reported.